Manufacturer narrative:
One device was returned for investigation and a video and 1 photo. Visual inspection confirmed that a crack was found in the female luer connector in both samples. The reported failure mode is confirmed. A circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. Conclusion: based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. No root cause can be determine due complaint is not attributable to the manufacturing process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that upon opening, there was leakage from the luer lock connection at machine end. No injury was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.